Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and tvt was implanted. It was reported that following insertion the patient experienced vaginal mucosal erosion, stress incontinence, and inflammation. It was reported that patient underwent removal of a portion of sling on (B)(6) 2002 by (B)(6) at (B)(6) hospital.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an undisclosed date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.